Manufacturer narrative:
The two blades subject to this investigation were returned for eval. It was visually confirmed that the blades broke at the mount. The returned blades were measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The lot number of the second blade associates with this MDR is as follows: 11052017.

Event description:
It was reported that during an acl (anterior cruciate ligament) procedure, two blades broke at the mount. It was also reported that there was no pt injury and there was no delays as a result of this event. It was further reported that another blade was readily available and the procedure was competed successfully.